Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a loose latch on the remote manager, preventing the door from closing properly. A field service engineer replaced the latch and swapped the pyxibus cable for a 25-foot one to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a loose latch on the remote manager, preventing the door from closing properly. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.